Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
The patient reported that when they turned stimulation on with recharger it was "shocking the crap out of [them]" because it was really high. They did not have the ability to change stimulation. The patient lost their programmer so they were not currently able to adjust amplitude. The stimulation was currently off. The patient requested a replacement patient programmer. Other relevant medical history includes spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.